Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel issue has been completed since the original report was submitted. The pump was not returned for investigation. The root cause of the vascular damage - peripheral vessels cannot be determined as limited clinical information was provided. Access site bleeding was also reported. The root cause of the access site bleeding is most likely due to patient condition as bleeding was occurring from multiple locations. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 79-year-old male in st elevated myocardial infarction was implanted with an impella cp and ECMO for mechanical circulatory support. The complainant had a patient on impella cp support when the patient expired from hemorrhagic complications. The relationship between the impella and the death is unknown. The patient had dic, bladder bleeding, gi bleed, as well as access site bleeding.